Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was verified. The processor/bridge/ pace (pbp) board was replaced to remedy the problem. Further evaluation of the board found defective inductor as the root cause. The board was scrapped. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.